Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix inlet had a "stain on hose". This occurred before use. There was no patient involvement. No additional information is available.